Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that when pre-flushing the catheter following unpacking, the hcp found that the catheter leaked liquids at the scale of 49 cm. No other information provided.

Event description:
It was reported by the customer that when pre-flushing the catheter following unpacking, the hcp found that the catheter leaked liquids at the scale of 49 cm. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed. One 5 fr dual lumen powerpicc solo catheter with a t-lock and stiffening stylet inserted into the red lumen, one 12 ml syringe, one 10 ml syringe, one 5.0 fr microintroducer, one statlock device, one 20 g IV introducer needle, one paper measuring tape, one nitinol guidewire in a plastic hoop, and two end caps were returned for evaluation. An initial visual observation showed some use residue on the stiffening stylet just proximal to the t-lock and one the paper tape measure. Damage was observed in the catheter tubing just distal to the 49 cm depth marker. A microscopic observation revealed two small, curved splits in the catheter just distal to the 49 cm depth marker. The edges of these splits were observed to be distinct. One split was observed to be generally perpendicular to the catheter tubing and the other split was observed to be sharply angled with a narrow strip of material connecting to one edge of the other split. Striations were observed on the fracture surfaces of the splits, which were mostly flat and straight. The characteristics of the splits observed in the returned sample suggest the catheter was damaged by a sharp instrument such as scissors or a scalpel.